Manufacturer narrative:
Two (2) actual devices were received for evaluation. Visual inspection was performed and a separation between the female connector and main body was observed for one sample. Leak, clear passage, and clamp function testing were performed and there were no issues observed of both samples. The reported condition was verified for one sample only. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of an unspecified quantity of minicap transfer sets. This was noticed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.